Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and fail battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that she noticed a black dot on one corner and the battery was showing completely dead. Troubleshooting did not received fail battery test. The customer mentioned that there were no damage on battery cap and was not missing. The customer called in and stated that the insulin pump would receive failed battery test after inserting a new battery. The customer also stated that the failed battery alarm would reoccur when a new battery was placed. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump power up properly after the battery was installed. No blank display was noted during testing. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, and failed battery test alarms during testing. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.